Event description:
In 2007, end-user called in, via telephone, reporting right rear wheel (from sitting position) bolt had stripped, causing the wheel to come apart from the rollator. In turn, the end-user alleges that she fell and received injuries. End-user reported that she received medical attention at local emergency room. End-user reported contusion and bruising from the hip to the leg.